Event description:
According to the reporter, during preparation, prior to patient contact, an error message showed up on the screen of the handle was a red circle and line through it with a yellow triangle above the red circle. It was replaced with another one to resolve the issue. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. Engineering performed an analysis of the system logs which showed no indication of any handle errors or any related issues that would have caused a handle error. There were no empty log files. The reported condition could not be confirmed in the logs. The cause of the reported condition could not be confirmed. During the investigation detected an unreported condition of damaged 44-pin cable that has no relationship to the reported condition. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be related to the design. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of open cid that has no relationship to the reported condition. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation, prior to patient contact, an error message showed up on the screen of the handle was a red circle and line through it with a yellow triangle above the red circle. It was replaced with another one to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident is that the ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. This issue was caused by the design of the rear handle housing interfering with the cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection.